Event description:
It was reported and confirmed by telemetry, that the pump stopped and a motor stall occurred. It was noted in event logs that there was no motor stall recovery. The health care provider (hcp) believed that the event was not related to the pump not infusing. It was indicated that a critical alarm occurred and this was also confirmed by telemetry. The alarm was audible to the patient and upon reading the pump, it showed that a reset occurred-low battery; along with numerous motor stalls and tube set errors and that the pump was in safe state. The first reset occurred on (B)(6) 2012 at 22:45. The first motor stall occurred on (B)(6) 2012 at 00:08 and recovery occurred on (B)(6) 2012 at 00:23. The exceeded tube set occurred on (B)(6) 2012 at 16:37. It was also reported that the patient had withdrawal symptoms on that thursday (mid-morning), prior to the date of this report. It was indicated that the patient was in the emergency room (ER) that same thursday and the pump had not been interrogated since. It was noted that the patient was hospitalized due to the event. During this same time, the patient experienced 'stomach flu-issues', including, fever, nausea, vomiting, and diarrhea. It was noted that the patient had no complaints of pain or discomfort. It was reported that the patient had an intestinal infection but it was not confirmed. It was later reported by another health care provider (hcp) that she believed that the patient had an intestinal parasite but was now thinking that the patient symptoms were related to the infusion therapy stopping. It was indicated that the cause of the event was related to the device or therapy. It was reported that this was an on-going event. It was later reported that the pump was replaced. It was also indicated that the outcome of the event was resolved without sequelae on (B)(6) 2012. The drugs delivered via pump were morphine, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump motor revealed feedthru anomaly.